Event description:
A facility representative reported a flogard infusion pump with a broken door. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. The customer did not know if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation:the reported problem of "door broken" was confirmed during device evaluation. During visual inspection it was found that the device had damaged pump head doors p1 and p2. Device was returned unrepaired due to a lack of customer approval for the estimate to repair the device. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.